Event description:
The customer reported to phillips healthcare that the heartstring mrx failed operator check for pacer and shock malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up will be submitted upon completion of the investigation.